Event description:
Caller reports that during a correlation study the following coaguchek xs/coaguchek s results were obtained: 2.0 inr/1.5 inr; 5.1 inr/6.9 inr no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
When an alert is acknowledged in cerner fetalink and the patient's vital sign remains out of normal range beyond the re-alert period, fetalink will not re-alert for that same vital sign. This issue affects only re-alerting values. For example, if an alert for maternal heart rate is acknowledged, and the mother's heart rate remains out of normal range beyond the re-alert period, fetalink will not display the alert. However, if the alert for maternal heart rate is acknowledged and then spo2 drops below normal, fetalink will display the alert as expected. Cerner has not received communication of any adverse patient events as a result of this issue. Additionally, there are several mitigating factors that reduce the likelihood of patient harm resulting from this issue: cerner fetalink provides secondary alerts only and does not replace alerts or alarms from the fetal monitors attached to the patient, which would continue to alert in this scenario. The graph/waveform in cerner fetalink continues to display, so it would be visibly apparent that the patient's vitals are out of range. Additionally, the paper strip, if utilized, as well as all alerting on the fetal monitor at the bedside would continue to provide patient vital signs information. Only re-alerting is affected; the initial alerts display as expected and provide the initial indication that the patient is in distress and requires attention.

Manufacturer narrative:
Are filled out for one patient. The other results were from another female patient, with a date of birth of (B)(6). It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the coaguchek xs system used. Reference medwatch report with (B)(6) for the coaguchek s system used.